Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site as well as chronic infections. The patient was treated with topical antibiotics (date not reported). Subsequently on (B)(6) 2015, the patient underwent revision surgery; the abutment was removed and a magnet was placed. The implanted device remains and the reported issues have resolved.